Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level at the time of incident and current was 455 mg/dl. Customer reports past event of insulin flow blocked alarm. Customer reports event was resolved by changing complete set. Customer perform self-test and it was passed. The insulin pump will not be returned for analysis.